Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2018.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that during a procedure the surgeon went to start implanting screws into the patient when the ar-8970rh handle was not ratcheting and an ar-8930g depth gauge shows an incorrect number. After the surgeon implanted four screws, he went to check the x-ray, and every screw was too long. He checked the device and when the device was pulled all the way back to a length of 0mm, it showed 10mm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.